Event description:
Patient called in to report monitor failed to power on. Both batteries charge in the charging station properly. Both batteries are at 50 &100% charge. Each battery was placed into the monitor but there was still no display on the monitor nor any sound alerts. The issue was not resolved. The inability to power up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned both batteries passed all incoming tests and inspections. Returned monitor failed for a loose component. The system board would not function anymore. Further investigation of the monitor indicated that the conductive component was loose and shorted out some parts. The reported issue is an isolated failure and does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences. UDI related data quality update. Revised section h5 to labeled for single use? "Yes".